Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. This complaint is part of a retrospective review as part of a remediation related to CAPA(B)(6). Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from (B)(4), which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported that after 7 minutes of use, the antenna alarmed and stopped working. There was no saline flow and the antenna gave high temp alert. The antenna was replaced with a new antenna an the case was successfully completed. No patient injury reported.